Event description:
Caller reported a cartridge alarm 30, which occurred during the load process, but this did not adversely impact the customer's blood glucose level. Tandem technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer was advised to use multiple daily injections as backup therapy while waiting for the replacement, which would be sent with a requirement for a signature upon delivery. Tandem instructed the caller on steps to safely store and return the faulty pump, ensuring the customer understood the need to program settings and connect their continuous glucose monitor to the new device. The replacement pump was sent, and the used pump was to be returned within ten days to avoid charges.